Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 5. Details of surgery: ridge augmentation. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and inflammation. No further patient complications were reported.